Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt(10 mcg/ml at .06 mcg/ml) and bupivacaine(13.3 mg/ml at .798 mg/ml) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was not getting any medication for the last two months. A volume discrepancy was noted. The cause of the volume discrepancies was due to a flipped pump and a kinked catheter. A revision occurred on (B)(6) 2018 and the patient's kinked catheter was replaced with a new catheter. The issue was reported as being resolved at the time of this report. No symptoms were reported; the patient was reported as alive and no injury. No further complications have been reported as a result of this event.